Event description:
The customer reported 30 mls of clear and blue fluid leaked from the coulter lh 780 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eyeglasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a leak from the lower sheath fitting of the flow cell. The fse replaced the tubing, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).